Event description:
It was reported that the 2600 system collimator field size was out of tolerance in normal mag mode. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The beam was aligned and the collimator was adjusted during the service call. The system was tested and found to be working as intended and put back into service.